Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl defibrillator was not triggering the shock. There was no negative patient impact.

Manufacturer narrative:
.